Event description:
The customer called to report multiple no delivery alarms even though she has replaced the infusion sets. The customer also stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. The customer stated that she was still in the hospital at the time of the call. The customer stated that she would be calling back to have the insulin pump replaced once she was released from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.